Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated the cause of the lens tear was due to a loading error.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found the lens optic torn, with a piece missing. A cartridge was returned with no visible damage. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.